Event description:
The customer reported repeated button error alarms. The customer attempted troubleshooting, and now the screen is completely blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic and motor assembly. No button error alarm was noted.